Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 096 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step, unable to verify steps. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text.. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39).